Event description:
Pn 3/2/95 an ipp device was implanted. On 8/4/95 the cylinder and pump was revised. On 26/96 the cylinders were revised. On 8/21/96 the cylinders were removed from the pt and replaced due to fluid loss-right cylinder.